Event description:
Pt was implanted in '05 to repair incisional hernia resulting from a laparoscopic cholecystectomy done in 2004. Mesh was implanted laparoscopically. In 2005, she presented with pain; CT scan showed fluid buildup anterior to the mesh. CT scan in 2006 showed fluid had dissipated but she was still experiencing symptoms. Her current surgical team has decided to explant the mesh sometime this summer.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.